Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that over the past four months the patient had to charge the ins very often. The patient said that a fully charged ins only lasted a couple of hours. The patient last felt stimulation on (B)(6) 2019. The patient was not recently reprogrammed or switched settings. The programmer showed the ins charge level was depleted. The patient was directed to follow up with the hcp to have the ins checked. No further complications were reported.